Event description:
It was reported that the pt developed a massive infection around the implant around 8 weeks after surgery, which went on to affect the face and later the complete head. The pt developed a high fever (41 degrees c), high doses of antibiotics were necessary to control the temperature. It was decided that it was not possible to control the infection and the high temperature so the device was explanted.